Event description:
It was reported that the patient had reprogramming done at the clinic yesterday, changing from group a to group c. Therapy and programming were not ideal at all and the patient started exhibiting personality issues and was seized in a manic state, brought to the emergency and sedated. The nurse called asking for remote assistance as they were not familiar with these devices. They established a connection with the implantable neurostimulator (ins) battery and successfully switched back to group a. The nurse was satisfied.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.